Event description:
It was reported to tyco healthcare/kendall in 2008 that customer had a problem with a dialysis catheter. The customer pulled the catheter because the catheter was not functioning properly. The tissue did not adhere properly and cuff was inflating. Six days later: the reason for pulling catheter was that it was not working properly and upon removal, it was noticed that the tissue was not adhering as it should.

Manufacturer narrative:
A complete investigation is under way. Upon completion of the investigation, the results will be forwarded.